Manufacturer narrative:
Concomitant/therapy: injection areas were prepped with alcohol and triple anesthetic cream, cold pack

Event description:
Further follow up with the injecting physician revealed the following information: the patient was injected into the perioral area, fine rhytids of the upper and lower lip, commissure, nasolabial folds, labiomental fold, and chin with 1 syringe of juvéderm® ultra xc. The injection sites were prepped with alcohol and triple anesthetic cream. A cold pack was applied post injection. The patient was concomitantly injected with botox® to crow's feet and glabella. The evening of the injection the patient began noticing some redness and weeping from around the mouth, particularly the upper and lower lip. Examination the next morning revealed that the patient had significant erythema extending up on the cheek and down on the neck beyond the area of injection. The event was diagnosed as an allergic response to the filler. The patient also had itching and discomfort. The day after injection, the patient was treated with benadryl and a medrol dosepak. The patient was also began taking tramadol. 12 days after injection the swelling and redness were improving, but the patient was having considerable itching at the perioral area. The patient was recommended to use 1% or ½ hydrocortisone cream twice daily. The patient was taking tramadol by this time. Approximately 5 weeks after injection, the symptoms resolved.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Company representative reported on behalf of a health professional who noted that a few hours after injection with juvederm ultra xc, the patient experienced an allergic reaction in the lower face. The patient was treated with a medrol dosepak and benadryl.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "an allergic reaction" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event(s) as follows: adverse events: "the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: allergic reaction, blister, inflammation at the injection site, paresthesia, infection at the injection site, bleeding at the injection site, skin rash, malaise, headache, blanching, vision abnormalities, abscess at the injection site, urticarial, herpes simplex, telangiectasis, angioedema, flu-like symptoms, nausea, vascular event, dyspnea, dermatitis, granuloma at the injection site, and scar." "Additionally there have been reports of nodules, infection, allergic reaction, inflammation, abscess, deeper wrinkle/scar, and displacement." "The onset of allergic reaction generally varied from immediate to 2 months post-injection. The treatment prescribed included antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, allergic reactions resolved within 2 days to 4 months."

Event description:
Company representative reported on behalf of a health professional who noted that a few hours after injection with juvederm ultra xc, the patient experienced an allergic reaction in the lower face. The patient was treated with a medrol dosepak and benadryl.